Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose levels were 90 mg/dl to 120 mg/dl, 150 mg/dl to 200 mg/dl and sometimes down to 40 mg/dl. The customer mentioned that the reservoir was able to lock in place properly. The insulin pump received a lot of alarms. The customer mentioned that it was difficult to give bolus because of bolus changes. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.